Event description:
Hearing impaired pt underwent cochlear implantation of right ear in 2000 with hifocus+eps device. Hit head in 2003. Heard loud "pop" followed by no sound. Presented to clinic for evaluation. "No lock" obtained. Device failure confirmed. Scheduled for revision surgery.